Manufacturer narrative:
(B)(4). The customer indicated that there was another recent, similar, unreported event. A second report has been filed under MDR#: 1036844-2014-00522.

Event description:
It was reported that the catheter was placed into the patient's left brachial vein in special procedures. Patient was then transferred to the medsurge unit. The clinician reported the hub of the PICC detached from the catheter. As a result, the catheter was removed and another PICC catheter was placed successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.